Manufacturer narrative:
Damaged feedbar and antibackup. Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk case, the device would not fire initially. A like device was used to complete the case. No pt consequence was reported.